Manufacturer narrative:
Sensor 3mh001kklq4 has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. De-cased the sensor and performed visual inspection and observed corrosion on printed circuit board assembly (pcba). Battery was replaced with a known good battery and attempted to re-program sensor, but was unsuccessful. Sensor state 6 remained with event code 21 (indicating brownout reset). Extended investigation was performed. Removed as much corrosion as possible from the pcba in order to perform a linearity test. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer who is a physician, reported higher values and a scan of hi (greater than 500 mg/dl) while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2020, the customer experienced "powerlessness" and subsequently lost consciousness. Hcp contact was made and a blood glucose of 73 mg/dl was obtained on the built-in meter and the customer was treated with "glucogenic hypo kit" and grape sugar for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.